Event description:
The customer reported that a motion error was displayed on the system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface console assembly was replaced and the orbital rotation potentiometer drive belt was adjusted. The system was tested and found to be working as intended and put back into service.